Event description:
A male patient with greater than 50% stenosis in the rca, lad and cx underwent a procedure. The patient was admitted with stable angina ccs2. The 3.5x2mm lm had no stenosis. The lesion was non-tortuous, smooth and concentric with little or no calcification and no thrombus. Timi flow was 3 pre and post procedure. The proximal lad and proximal cx received cypher stents. The prox lad was 0.63mm pre and 3.12mm post implantation, and the prox cx was 1.58mm pre and 2.89mm post implantation. Nine months later, the patient experienced isr of both stents in the prox lad and prox cx, which was treated with re-ptca.